Event description:
Approximately 3 year(s), 3 month(s) and 22 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced a dislocation. The patient reportedly rolled onto shoulder while supine during fixing furniture drawer and dislocated rtsa. The patient underwent a closed reduction procedure, and the outcome of this event is considered resolved. The case report form indicates that this event is possibly related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
(D10) concomitant devices: 300-30-10 - eq preserve stem 10mm: (B)(6), 320-42-03 - eq 145-deg pe 42mm hum liner +2.5: (B)(6), 320-10-00 - eq rev tray adapter plate tray +0: (B)(6), 320-06-42 - equinoxe glenosphere 42mm: (B)(6), 320-15-04 - rs glenoid plate r post (B)(6) deg, right: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.